Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED was not functional and would not have delivered therapy if needed. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported their AED's asi was flashing red and alerting a service code. They reported that this did not occur during patient use.